Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The daughter of an (B)(6) female pt called zoll customer support to report that the lifevest was causing opened pressure sores under the electrode belt electrodes. The pt was admitted to the hosp. It is unk if the pt was admitted due to the sores. The clinical outcome of the open pressure sores is unk. The pt continued to use the lifevest.

Manufacturer narrative:
Device eval summary: electrode belt sn (B)(4) was not returned for the event investigation. Eval method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.